Event description:
The customer reported the evis exera iii video system center displayed a b30, e216, and an e315 error. There was no patient harm or user injury reported due to the event. This report is being submitted for the b30 and e315 error.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, an e315 error was noted due to defective compound media board and faulty bad contact in the video connector. In addition, heavy dust was found inside the unit. The probable cause of the defects was due to normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated. It was determined that b30 and e315 errors were displayed because communication with an endoscope failed due to faulty patient circuit (cm) board. The cause of the defective cm board could not be identified. Olympus will continue to monitor field performance for this device.